Event description:
It was reported that patient received inappropriate therapy due to svt. Programming changes were recommended. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.